Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the skin stapler is not closing skin effectively. Another stapler was used with same issue (a second MDR will be submitted for second event). No patient injury reported.